Event description:
It was reported that the patient was admitted to the hospital with a heart rate in the 30s. The device was checked approximately one month previously with an estimated longevity of eight months. The device could not be interrogated, and there was also no pacing and no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.